Event description:
Philips received a complaint on the defibrillator indicating that the device had battery issue. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Reporting address line 1: (B)(6). Reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone: (B)(6). Reporter phone: (B)(6). A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
As per the good faith effort confirmation, device problem: ECG cable issue (not battery issue). The device was evaluated for visual checks at customer site by philips fse. Based on the results of the analysis, it was determined that the product has malfunctioned and cause of the reported problem was defective ECG cable. Customer has been provided information to replace the ECG cable to resolve the issue. A review of the service history for this device shows the problem has not been reported again for this device.